Manufacturer narrative:
(B)(4). This issue is currently being evaluated by carefusion tech support manager.

Event description:
This event originated from a foreign distributor in (B)(6). The distributor reported a touch screen that was not responding. According to the distributor, they checked the high-speed serial channel (hscc) and found no damage. They then attempted the following tasks: they reconnected the high-speed serial channel (hssc), and tried to perform touch screen calibration, but the device remained unresponsive. The customer requested for the user interface module to be replaced under warranty.